Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s device was depleted and unable to activate MRI mode. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was 'dead' and was going to be replaced on (B)(6) 2020. The caller had no additional information. They mentioned nothing about charging, only that the ins was dead. It was unclear what the exact issue was. No symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. Patient reiterated previously reported information and noted that they couldn't charge the implant and the patient didn't recall the event date. Previous implant didn't help the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.